Event description:
It was reported that the scale markings were missing on the bd syringe luer-lok¿ tip and noticed during use. The following information was provided by the initial reporter: "10ml syringe malformed".

Manufacturer narrative:
H.6. Investigation: four photos were received and evaluated. One photo displayed the top web of an opened blister pack (p/n 300912). Three photos displayed the same 10ml syringe in different orientations in an opened blister pack from batch 7088507. It was observed there was damage at the bottom of the syringe and minimal grad lines were present. The scale was also printed sideways across the barrel. One 10ml syringe was received in an opened blister pack from batch 7088507 (p/n 300912) was received and evaluated. It was observed that the photo evaluation was consistent with the physical sample. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the missing print defect is associated with the supplier equipment.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings were missing on the bd syringe luer-lok¿ tip and noticed during use. The following information was provided by the initial reporter: "10ml syringe malformed."